Event description:
It was reported by the affiliate that during a lap sigma resection procedure, after 4 times, the handpiece became hot. Display shows hot handpiece. Take new instrument. No further info available. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to the condition of the instrument, no further testing could be performed.